Event description:
The pt reported symptoms of an anaphylactic shock episode, swollen hands, face and feet. The pt reported visiting an allergist do to the reported symptoms. The pt reported being prescribed allegra (antihistamine) and antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015.

Manufacturer narrative:
Pt: swelling (hands, face and feet). The aligners are not being evaluated as the prod performed ni accordance to spec and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that the fact that the invisalign sys aligners caused or contributed to the pt symptoms of anaphylactic shock, swollen hands, face and feet. This event is being filed as an MDR since the treating dr considered the event was serious for the pt's life and invisalign sys products were being used at the time.